Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h11. Corrected fields: h4.

Event description:
N/a.

Manufacturer narrative:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit won't charge. This complaint record is being closed due to insufficient information after three (3) good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. No response has been received, therefore this complaint is being closed. If information is received, we will reopen and update the complaint.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) unit won't charge. There was no patient injury or harm reported.